Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient stopped using their scs system due to an to device not able to hold a charge. In addition, the patient had not received therapy since the beginning of the year. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.